Manufacturer narrative:
The device was returned and evaluated. The alleged inadvertent movement could not be duplicated.

Event description:
Dealer states that the unit pinned end user and the fire department was called to remove unit off of him. Motor is making a grinding noise. Unit will move on its own.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer states that the unit pinned end user and the fire department was called to remove unit off of him. Motor is making a grinding noise. Until will move on its own.